Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, lot /serial #: (B)(4). The positioning sensor unit (psu) was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned psu would not track. Was not able to run the accuracy test (aak) due to too few markers in view. A check of the event log did not show any adverse events. This psu has not been previously returned for a failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the emitter communication cable was damaged so it was replaced. The polaris spectra system control unit (scu) box, optical comm cable and amp were also replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera was not tracking properly, and the emitter cable was damaged. No patient was present at the time of the event. The manufacturer representative confirmed that the site was not able to use the camera.